Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to pr logic. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and presented to the emergency room (ER.) The device had inappropriately withheld anti-tachycardia pacing (atp) therapy due to the atrial fibrillation (af) discriminator of the pr logic detection algorithm. Follow-up revealed the device was reprogrammed and it remains in use. No further patient complications have been reported as a result of this event.